Manufacturer narrative:
The suspect device will not be returning for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that a 35-year-old male patient had hiatal hernia repair followed by a successful tif procedure. The next day, the patient was complaining of abdominal pain. The physician performed a CT scan with contrast. The study was also unremarkable. No perforation or leak was identified. The physician brought the patient back for a diagnostic exploratory laparoscopy. The physician identified one fastener that may have been too tight. The physician was worried about possible gi bleeding/leak and decided to remove the targeted fastener and complete another fundoplication for the patient. The patient tolerated the procedure well. No additional patient consequences to report.